Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. It was reported that the pump would not be returned for evaluation. Cardiac arrhythmia and stroke are listed in the hm3 lvas IFU as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the hm3 lvas IFU contains a subsection entitled "anticoagulation". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcomes the patient expired due to stroke. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020. The patient suffered an ischemic stroke. It was concluded that the mechanism of the stroke was most likely embolic peri procedural to lvad placement and/or atrial fibrillation. A CT (computerized tomography) scan was performed and showed a large subacute ischemic infarction in the distribution of rmca with 5 mm leftward midline shift. A cta head and neck showed a right m1 subacute thrombosis with diminutive recanalization, right a1 thrombosis with distal recanalization and right p1 thrombosis with distal recanalization via pcom. The patient's symptoms were left side paralysis. The patient was on supportive care until care was withdrawn a few days later.